Event description:
It was reported that the patient presented remotely via melin.net. It was noted that the right atrial lead exhibited low pacing impedance. The lead was capped on (B)(6) 2025. The patient was stable.